Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after charging the pump to 60 percent, a low battery alarm occurred and the pump shut off unexpectedly. Customer declined tandem technical support's offer to review the pump data and would monitor the pump.